Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the clinic for a driveline sheath repair. Upon inspection of the driveline, no damage was observed. Servicing was not performed and the patient went home.

Event description:
It was reported that there was breakage on the surface of the ventricular assist device (vad) driveline outer sheath. There were no alarms reported or observed. The driveline sheath is scheduled to be repaired and the driveline and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies within the analyzed period. Visual evidence provided by the site revealed damage to the outer sheath of the driveline cable. The visual evidence also revealed slight discoloration of the outer sheath. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.